Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any evidence of particulate matter within the fluid pathway. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were ¿little plastic slivers¿ free floating inside an exactamix 250 ml eva tpn bag. This was noted after compounding with dextrose and amino acids, but before the bag left the pharmacy. There was no patient involvement. No additional information is available.